Event description:
The customer reported that the system locked up and failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system transformer was evaluated and restrapped to the optimum voltage. The system was tested and found to be working as intended and returned to service.